Manufacturer narrative:
It was reported that 2 communication errors occurred during surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the 2 errors were due to a known design defect.

Event description:
The registration process was completed for an seeg case (laser with lexsell frame). The surgeon was using the distance sensor to premark our entry points with a marker. A shut down occurred at 1:05 pm and lasted until 1:08 approximately. During trajectory where the robot arm had to extend fully to the right and the most distal joint was bending inwards the surgeon was responsible for the robot arm during this period.